Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they last calibrated at around 9:00 am and did not receive any error messages throughout the day. He had a low bg event around 7:10 pm which caused him to blank out while driving, and have an auto accident, resulting in hospitalization. Testing in the ambulance showed his bg was in the 30s mg/dl, taken after they had given him some form of glucose and he had regained consciousness. Between about 8:00 pm and midnight the cgm readings were increasingly off from the hospital¿s half-hourly bg checks. The first check showed a cgm of 74 mg/dl and a bg of 38 mg/dl. The second check showed a cgm value of about 97 mg/dl with a bg of 79 mg/dl. The last comparative values checked, at 11:45 pm, were a cgm of 287 mg/dl and a bg of 187 mg/dl. A computed tomography scan (CT scan) of the head and a chest x-ray were done; no medication was given in the hospital. He sustained bruised ribs from the accident and was still sore at the time of the report the following day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.